Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product and radiographs received. Visual inspection identified that the ceramic liner had fractured into 13 pieces, and had disassembled from the shell. The shell exhibits damage throughout the inner surface. A portion of the rim feature had fractured and the fractured piece was not returned. The outer spherical surface of the shell exhibits gouging and smering. No other damages were noted. Review of the radiographs identified the following : right hip arthroplasty with fractured acetabular cup liner. No other complications/ findings were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure 6 years post-implantation due to the broken ceramic of the maxeracup. Attempts have been made and additional information on the reported event is unavailable at this time.